Manufacturer narrative:
Follow-up received on 12-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0243). Consumer reported that she had essure placed under general anesthesia. Initially she had a tremendous amount of back pain that went away after 2 weeks. According to her, it was debilitating to the point that she couldn't walk. But it went away and she didn't think too much more about it. Until she went in for the 3 month hysterosalpingogram which showed one of the coils had migrated through the tube and was in the lower part of her abdominal cavity. She had to have additional surgery to remove it and have a tubal ligation on that side. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months later hysterosalpingogram (hsg) showed one of the coils had migrated through the tube and was in the lower part of her abdominal cavity. She underwent surgery to find and remove it 4 months after insertion. This event, interpreted as device dislocation into abdominal cavity, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the hsg showed one of the coils had migrated out of the tube and was in her abdominal cavity. Given the nature of the reported event, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident due to required intervention (surgery to find and remove the coil). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (B)(4) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She reported synthroid as concomitant medication. She reported that she had severe back pain after essure insertion for about 2 weeks. She thought she had just pulled a muscle on that side. On 2015, she had the hsg (hysterosalpingogram) test done and it showed that one of the coils had migrated out of her fallopian tube and fell back behind her uterus. On (B)(6) 2015, she had surgery to find and remove it. Follow up 15-jul-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram (hsg) showed one of the coils had migrated out of her fallopian tube and fell back behind her uterus. She underwent surgery to find and remove it 4 months after insertion. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the hsg showed one of the coils had migrated out of the tube and fell back behind the uterus. Given the nature of the reported event, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident due to required intervention (surgery to find and remove the coil). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 16-oct-2015: the required number of follow-up attempts has been completed, with no response to date. Case considered closed. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months later hysterosalpingogram (hsg) showed one of the coils had migrated through the tube and was in the lower part of her abdominal cavity. She underwent surgery to find and remove it 4 months after insertion. This event, interpreted as device dislocation into abdominal cavity, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the hsg showed one of the coils had migrated out of the tube and was in her abdominal cavity. Given the nature of the reported event, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident due to required intervention (surgery to find and remove the coil). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is not expected.